Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice during use during the last fill. The hp stated that one of the supply bags came loose. The baxter technical services representative assisted to end therapy and advised the hp to contact her nurse. Baxter product surveillance contacted the hp on (B)(6) 2011. She stated that the bag had disconnected without falling because she did not tighten the connection all of the way. She stated that the disconnection was only due to use error, and did not make any allegations against any of baxter's products. She had not contacted her nurse about the event, and had skipped the rest of her therapy that night. Therapy since then has been going well, and there were no adverse effects reported in relation to this incident. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a check lines and bags alarm was confirmed. The root cause was "supply bag disconnected without falling". The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress (B)(4).